Event description:
It was reported that during a minimally invasive lumbar fusion, a bur broke while being used in the drill attachment. Bur fragments fell into the surgical site, however, all fragments were retrieved. No additional medical treatment was required for the pt. The procedure was successfully completed with backup equipment. No pt or user injuries were reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed, however, the quality investigation is still ongoing. A visual examination of the device confirmed that a bur did break while in use with this drill attachment. A follow-up report will be submitted if the investigation results require.